Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio recommended that the customer remove the device from service until the reported issue has been resolved. The customer confirmed that the device has been removed from service. The device was not returned to physio for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was not recognizing their paddles were connected and they were seeing a "connect cable" message on the device's display. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.